Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump screen was difficult to read due to possible scratches. The device also had unresponsive buttons; the customer would have to press them several times in order for the corresponding command to activate. The device had diminished battery life and random no delivery alarms. The issues began approximately a year and a half ago. Troubleshooting did not occur. No products were returned or replaced.